Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-dec-15 from a consumer reported it was unknown as to what circumstances led to the withdrawal and overdose symptoms. It was noted after catheter replacement surgery it appeared that a string could have been obstructing flow in the catheter. Catheter replacement surgery was taken to resolve the withdrawal and overdose symptoms. It was noted patient thought so, but it was to early to tell if the withdrawal and overdose symptoms had been resolved. It was stated patient was getting over a cerebrospinal fluid leak from the surgery, and then needs to deal with pump as it was still too high. Patient was at 380 before this whole thing started, and was thinking something was not working right. It was noted increase did not seem to do anything. Patient was currently at 175 and will try 150 on monday ((B)(6) 2016).

Manufacturer narrative:
(B)(4) apply to the pump. (B)(4) applies to the pump. Eval code-conclusion code applies to the pump. See regulatory report #3004209178-2016-23607.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving gablofen at an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient received a new pump on (B)(6) 2016. For the first three weeks, everything was normal, then one night the patient was not able to sleep and woke up with a serious case of baclofen withdrawal. The patient went to the emergency room then followed up on "monday" at her clinic where she received an increase to her dose. A couple days later, the patient needed a decrease because her system had "way too much" baclofen. The patient was experiencing alternating withdrawal and overdose symptoms weekly since the pump replacement. It was stated that changing the patient's dose was not fixing anything and the roller coaster of too much, then too little baclofen was continuing regardless. It was noted that the patient hoped a pump replacement would stop the issue. It was later reported that it was not known if any environmental, external, or patient factors may have led or contributed to the issue. A catheter dye study was performed on an unknown date, however the catheter appeared "ok". Pump logs were checked in the clinic and nothing was abnormal. No interventions had been taken and the issue was not resolved. No surgical intervention had occurred and it was unknown if it was planned. The patient was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.